Manufacturer narrative:
The tp2 reagent lot number was 908528 with an expiration date of 30-nov-2026. Calibration and qc were acceptable. Multiple abnormal aspiration alarms were noted on the date of the event, near the time the sample was processed. The field service engineer (fse) replaced a probe that had been bent from using a small cup. All operational, mechanical, and system specifications passed. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for total protein gen.2 (tp2) on a cobas 8000 c702 module. The initial result was 4.8 g/dl. The repeat result was 6.3 g/dl. The sample was repeated on a different instrument with a result of 6.2 g/dl. The questionable result was not reported outside of the laboratory. The repeat results were believed to be correct.